Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she called yesterday to troubleshoot her pump and was recommended to do the high pressure test. Customer stated that the pump did not alarm no delivery. Customer's blood glucose was 440 mg/dl. Customer stated that she is concerned with this pump. Customer was advised that although the pump passed the high pressure test, she will receive a one-time courtesy replacement. Customer declined to return her pump.